Event description:
It was reported that during an atypical lung resection procedure, the doctor placed the device on the lung edge and fully closed the cutter with the closure handle. The doctor activated (pressed) the second firing handle. At that moment he felt the strong resistance of the firing handle and he stopped the firing. He opened the device and repositioned it on the tissue. The doctor closed the device with handle 1 and fired with handle 2. The device fired jerkily like in pulse mode. After opening the device the doctor found that the tissue was cut only in the proximal part. The distal part was not cut. Staples were not consistently formed. A few were in the proximal part of the cassette and in the wound. The surgeon had to convert the procedure to open. After conversion to an open surgery, no stapler was used, suture was used to complete the surgery.

Manufacturer narrative:
Info anticipated, but unavailable at this time.